Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. A new cartridge was loaded and the fill estimate was accurate. Blood glucose was 450 mg/dl. As the event had occurred in the past, a cause could not be determined.